Event description:
It was reported during preparation for a procedure, the stimulus generator was not processing past the start screen, an error message was displayed. It was later confirmed that the issue was caused by a failed bonalite pc. The patient was under general anaesthesia and catheters already in the heart when the problem occurred. The procedure was cancelled. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported during preparation for a procedure, the stimulus generator was not processing past the start screen, an error message was displayed. It was later confirmed that the issue was caused by a failed bonalite pc. The patient was under general anaesthesia and catheters already in the heart when the problem occurred. The procedure was cancelled. No patient complications were reported.

Manufacturer narrative:
A site visit was performed by a boston scientific representative to repair the system. The stimcor pc was replaced with a new stimlab computer cabinet. The system has been configured for use. A safety evaluation was performed successfully, and the system is ready to be used. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A site visit was performed by a boston scientific representative to repair the system. The stimcor pc was replaced with a new stimlab computer cabinet. The system has been configured for use. A safety evaluation was performed successfully, and the system is ready to be used. The micropace stimlab generator was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the returned generator underwent a visual inspection. The stimulus generator was visually damaged near the cable connection points. Along with the field information noting replacement of the generator resolved the issue, analysis of the device confirmed the reported clinical observation.

Event description:
It was reported during preparation for a procedure, the stimulus generator was not processing past the start screen, an error message was displayed. It was later confirmed that the issue was caused by a failed bonalite pc. The patient was under general anaesthesia and catheters already in the heart when the problem occurred. The procedure was cancelled. No patient complications were reported.